Event description:
As reported by the user facility: over infusion: customer states, "the patient was over infused heparin. The 500 ml bag was infused in 2 hours". The concentration should have been 25000 unit/500 ml bag. The possible concentration selected was 1200 units/500ml. The pump rate should have been 12ml/hr. The pump ran at 250ml/hr. The patient was given protamine to counteract the heparin. The patient was on heparin 12-18hrs prior to this incident. The pump alarmed end of infusion and that was when it was discovered. Patient was stable after protamine was given. No additional treatment was given.

Manufacturer narrative:
(B)(4). The actual device involved has not been returned for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available. (B)(4).